Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer alleges that after using a heating pad on her back for 20-30 minutes she sustained burns.